Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported their ins was not charging as it did in the beginning. Patient reported it takes 45 min to charge from 30% to 40% and that it continued like that until fully charged. It was reported that they were able to start charging with excellent quality, but then would see the ¿try again¿ screen even though they were not moving. Patient reported they were charging so long that they ¿feel like a captive to the machine.¿ no further complications reported/anticipated.